Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on bolus, esc and act button connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test. Device received with stripped battery cap coin slot (p) noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was unknown. Customer stated that the that act and b button will not register. The device will be returned for analysis.